Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell and hit her ins a month ago and since then she has had trouble recharging. The patient was getting "excellent" recharge quality, but the battery was not going beyond the red. The patient supposedly recharged all night prior to the report. The controller was able to connect to the implant. The rep was advised to not wake up the controller because it can cause recharging to take much longer. The rep was going to wait 30 minutes and then check again to see if the implant was out of the red. A pocket site assessment showed no issue. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the recharging issue was not due to the fall. The recharging issue was due to the patient being unable to care. The rep recharged with the patient and the issue was resolved. No further complications were reported.